Event description:
It was reported that pump experienced malfunction with code 16 and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if any malfunction returned, which caller acknowledged and understood.